Event description:
Cannot confirm output is sufficient for consistent left ventricular capture. Current measurement 3.25v @ 1.50ms programmed output at 3.25v @ 1.50ms no safety margin noted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).